Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for the ipg flipping in the pocket cannot be confirmed through product analysis testing. The lack of communication was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was experiencing difficulty communicating with the ipg using the programmer and charger. Subsequently, the patient has lost stimulation. X-rays identified no anomalies. In turn, the patient underwent to surgical intervention to troubleshoot the issue. Intra-operative diagnostics revealed normal impedance measurements. After the ipg site was opened, it was determined the device had flipped and was deeper in the pocket than the previous 3cm implant depth thereby causing the communication issue. As a result, the physician decided to explant and replace the ipg to a different location. Effective therapy was restored postoperative. The date the patient began experiencing communication issues is unknown.